Event description:
Related manufacturer reference number: 2017865-2024-73018. It was reported that the patient presented to the hospital experiencing syncope. Upon interrogation, it was noted that the pacemaker and the right ventricular (rv) lead exhibited intermittent and a total loss of capture (loc) at high output and increased pulse width. Additionally, the pacemaker and the rv lead was noted to exhibit noise. The noise was intermittently reproducible with isometrics test. The pacemaker was explanted and replaced while the rv lead was capped and replaced on 11 dec 2024. The patient was in stable condition.